Event description:
It was reported the subject device had a scope communication error (b30). This occurred during an esophagogastroduodenoscopy procedure and was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation and correction. Updated fields: g1; g3; h2; h4; h6 and h11. Corrected fields: h11(tac). The customer contacted olympus technical assistance center (tac) via phone regarding an issue with the light source. Debris was present inside the output socket of the light source. While on the call, the customer cleaned the output socket, which cleared the scope communication error (b30 error). Tac advised the customer to select the exam end button after every case is completed to avoid the e400 release limit error. The customer informed tac of the event. The device was not returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.